Event description:
"Ed." Patient presented with fair oral hygiene, inadequate bone quality / quantity and previous bone augmentation. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: mobility and bleeding. No further patient complications were reported.